Manufacturer narrative:
Continued h6: f1203, f2303. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Physician additionally reported previous "diagnosis of hodgkin's disease was in fact alcl to the axilla. Patient also experienced "seroma fluid but earlier diagnosis of stage 1a favourable mixed cellularity hodgkin's lymphoma." Treatment with abvd was given but discontinued. Capsular contracture, baker grade IV was also present but the device did not rupture. This was patient's first alcl diagnosis. Physician noted, "implant is become significantly contracted with so-called capsular contracture. It is extremely firm and distorted. It is also quite tender. I would describe this as baker grade 4¿¿ ¿there was also a bit of seroma¿ observed during surgery. Pathology report results included diagnosis is ¿consistent with breast implant associated anaplastic large cell lymphoma,¿ and it ¿appears confined to effusion fluid (no involvement of fibrous capsule identified.¿ the microscopic description notes ¿thickened fibrous capsule with patchy chronic inflammation¿," ¿foreign body giant cells and calcifications," and ¿by immunohistochemistry, the cells are cd45+, cd30+, alk-, cd3+ (focal), cd4+, cd5-, cd7-, cd8-, cd20-, cd138-, and cd68-.¿ a further comment states ¿these findings are consistent with (recurrent) breast implant associated anaplastic large cell lymphoma¿ the large cells in this specimen display cd30+ and cd45+ immunophenotype which favours alcl over hodgkin lymphoma.¿ physician reported via oncology report, ¿stage ia favorable mixed cellularity hodgkin lymphoma.¿ the treatment indicated was ¿two cycles of abvd¿ and was ¿halted due to patient preference.¿ it is further stated that ¿[patient] is in ongoing clinical remission from lymphoma.¿ the device has been explanted.

Event description:
Healthcare professional reported unspecified side "case of bia-alcl few years ago". Histopathological markers confirming alcl have not been received. The status of the device is unknown. Manufacturer of the device is unknown.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.